Manufacturer narrative:
The t:slim x2g5 user guise states: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the bottom of the cartridge was leaking. Blood glucose (bg) level was 507 mg/dl due to being unable to load a new cartridge as the customer had run out of insulin. Due to the elevated bg level, the customer was taken to the emergency room (ER) with a bg level of 537 mg/dl and high levels of ketones. While in the ER, the customer received treatment in the form of intravenously delivered fluids and an insulin drip. At the time of the report, the contact stated the customer was to be discharged from the ER in 1 hour. A follow-up call to verify discharge date was declined by the contact.